Event description:
During feeding tube placement an esophageal perforation resulted. The feeding tube was placed under fluoroscopic guidance in the angiography room in the presence of a physician. Medication and nutrient was administered for two days. Because of the perforation the feed and medication were fed into the abdominal cavity. Although they were drained the pt died due to infection and circulatory failure.

Manufacturer narrative:
The product was discarded and is therefore not available for investigation. The assistant director of the hospital indicated an intention to conclude that esophageal perforation occurred accidentally because the pt's tissues and mucous membrane were frail due to her old age.